Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that antibiotic treatment with vancomycin was discontinued, the patient was discharged from the hospital and the patient has recovered from peritonitis 24 days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as "the patient did the peritoneal therapy connection" themselves. The peritonitis was manifested by abdominal pain. The same day as the event onset, the patient was hospitalized and treated with vancomycin (1g, every 96 hours, intraperitoneal, ongoing) and ceftazidime (intraperitoneal, discontinued after 3 days) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the events. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.